Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the upholstery is hammocking. The dealer states he isn't sure if the patient is plopping in the seat.